Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws bump into c ring when extended out to cut branches. A new device was used to complete the procedure. There was no procedural delay and no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4) updated sections. Corrected sections: h6--medical device ¿ problem code corrected from "1384" to "2976" the device was returned to the factory for evaluation on 04/15/2024. An investigation was conducted on 04/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of the hot and cold jaw were observed to be intact with no visual defects. The harvesting device was inserted through the port on the cannula. The c-ring was extended using the c-ring slider and observed to be closer than normal to the jaws and came in contact with the c-ring when opened. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. Based on the returned condition of the device and investigation results the reported failure "material deformation; c-ring wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000372477 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a